Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and polarity had switched from bipolar to unipolar. The lead was capped and remains out of service inside the patient. A new lead was implanted. No patient complications have been reported as a result of this event.